Event description:
It was reported that the pump had a "cone shaped light" on the bottom of the touchscreen. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 150 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.